Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a broken retainer ring from top of reservoir compartment. Reservoir was able to locked in place. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue use of the device.